Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred the 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After advancing a guidewire, a 3.0mm x 220mm x 150cm nc coyote¿ balloon catheter was advanced for dilatation. However, during inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After advancing a guidewire, a 3.0mm x 220mm x 150cm nc coyote¿ balloon catheter was advanced for dilatation. However, during inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 19.5cm from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).